Manufacturer narrative:
UDI#: (B)(4). The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) was outside of the skin after procedure. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) was outside of the skin after the procedure. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open, and the sealant and advancer tube were observed to have been deployed on the catheter shaft as received. It was reported that ¿the sealant of a 6f-7f mynxgrip vascular closure device (vcd) was outside of the skin after procedure.¿ however, no blood was observed on the sealant of the of the returned device, and sealant sleeve was still remained in its manufacturing position upon receipt, which indicated that the returned device may have not been inserted into an existing procedure sheath during the procedure. The condition of the returned device does not match the description of the incident. The syringe and procedural sheath were not returned with the device. Per functional analysis, the advancer tube was properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). The returned device was inspected, and no functional non-conformity was observed. A product history record (phr) review of lot f1802302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ partial¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The condition of the returned device does not match the description of the incident. The returned device performed as intended per the mynx instructions for use (IFU). According to the instructions for use (IFU) which is not intended as a mitigation of risk, insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator . Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.